Manufacturer narrative:
(B)(4). The sc60a device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open total organ removal in the pelvis procedure, after the device cut the rectum at the first firing, some deployed staples were malformed or lumricoid-formed. Additional suture was performed and another device was used to complete the case. There were no adverse consequences to the patient. The sales rep who attended the operation explained to keep clamping the target tissue about fifteen seconds and then fire slowly. The doctor commented that the jaw was not clamped any clips and the force of grasping the firing trigger was as usual. The device did not use on the oral side of the tissue.